Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred at an unspecified time on (B)(6) 2014. On this date, the patient stated that they obtained a blood glucose result of ¿366mg/dl¿ on the subject meter. The patient manages their diabetes with insulin pump therapy, and in response to the meter reading which they felt was inaccurately high they ate less food/drink at 8pm on (B)(6) 2014. At an unknown time after this the patient ¿passed out¿ and was taken to the emergency room (e.r). The patient received a glucagon injection from a healthcare professional in the e.r at ¿about 11pm¿ the same evening. It is not known if the subject meter was used to test the patient¿s blood glucose at this time, however the patient stated that their blood glucose was measured on the e.r meter but was unable to recall the result which was obtained. At the time of troubleshooting, the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims they obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began. Additionally, the patient received treatment from a hcp for these symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.